Event description:
It was reported that this patient presented at the hospital because his inflatable penile prosthesis (ipp) was not working properly. The ipp was subsequently replaced and inspection revealed a fluid leak due to a crack in the cylinder connector. No patient complications were reported.

Manufacturer narrative:
Upon receipt at our quality assurance laboratory, the returned components underwent a thorough analysis. The reservoir was visually and microscopically examined ad leak tested. Wear was identified in the reservoir shell and the tubing was worn down to the filament. This was not likely to have contributed to the reported clinical observations. The reservoir passed leak testing. The cylinders were both visually and microscopically examined, and leak and pressure tested. Both cylinders had wear at folds in the proximal and in the middle of the cylinder bodies. The tubing of the first cylinder was worn down to the tubing. Neither of these issues are likely to have contributed to the reported clinical observations. The first cylinder had a large hole and resultant leak in the proximal cylinder body consistent with explant. This cylinder was not pressure tested due to the leak. The other cylinder passed leak and pressure testing. Analysis was not able to confirm the hole and mechanical issue reported regarding the cylinders. The pump was visually and microscopically examined, and underwent leak and functional testing. No visual damages were found upon inspection and the pump passed leak testing. The pump did not pass activation testing; this may have caused or contributed to the reported clinical observations.

Event description:
It was reported that this patient presented at the hospital because his inflatable penile prosthesis (ipp) was not working properly. The ipp was subsequently replaced and inspection revealed a fluid leak due to a crack in the cylinder connector. No patient complications were reported.